Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power supply module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power supply module for testing and no failures were detected. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that upon return from a repair at physio-control their device would not turn on. There was no patient use reported with the event.